Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction for manufacturer report number, 2938836-2017-13685, event date and aware date should have been (B)(6) 2016.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-13685, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device explant procedure to fsca battery advisory, upon opening the pocket, infection was observed. Device was explanted and pocket was closed. Patient was given antibiotics. A new device was implanted a few days later. Patient was stable.